Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir under delivered the medication. The reporter stated that when the customer was replacing the cassette, it was noticed that 17 ml of medication was remaining in the cassette. But the pump's screen displayed that 12.8 ml of medication was remaining. There were no adverse effects to the patient due to the reported event.